Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 15:52:56 on (B)(6) 2025. At 16:58:53, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The device properly detected vf. CPR/motion artifact prevented the lifevest from treating the patient. At 17:03:07, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf. Post shock rhythm was asystole. The electrode belt was disconnected at 17:16:03 on (B)(6) 2025.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 15:52:56 on (B)(6) 2025. At 16:58:53, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The device properly detected vf. CPR/motion artifact prevented the lifevest from treating the patient. At 17:03:07, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf. Post shock rhythm was asystole. The electrode belt was disconnected at 17:16:03 on (B)(6) 2025.